Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient (pt) initially said ins is at 30% then stated ins 50%. Pt mentioned that they try to keep their implant 100% charged at all times. Pt stated they were trying to charge implant and could not get the recharger to successfully connect. Pt stated that they tried placing the paddle over their implant and also tried using the belt and was still unable to charge their implant. Pt reported that their implant used to charge quick and now they're having trouble charging. Pt stated that while charging their implant, the controller battery is depleting but the implant battery level is not increasing. Pt confirmed no error messages have displayed on their controller but did report seeing passive recharge mode and no device found. Pt noted the screen will change from the normal charging screen to a flashing red light, where the pt will have to hit try again/cancel and start the charging session over. Pt mentioned that their controller does not alert them when it's fully charged. Pt confirmed that the recharger paddle is not getting hot but has been warming up while charging their implant. Pt confirmed no visible damage to the recharger cord. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt was very difficult to understand. Patient services (ps) did their best to understand what the pt was reporting.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.